Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "drug-coated balloons for the treatment of stent edge restenosis". The aim of this study was to investigate the clinical outcomes of drug coated balloon (dcb) use for treating stent edge restenosis (ser) compared with new generation drug eluting stent (des) implantation. This was a retrospective observational study. From december 2013 to january 2019, patients who underwent des implantation or dcb for ser were enrolled. A total of 291 patients with ser were included in the study and were assigned to either the dcb group (patients treated with dcb, n=160) or the des group (patients treated with des, n=131). A non-medtronic (mdt) paclitaxel coated dcb was used to treat the ser lesions in the dcb group. New generation stents such as the medtronic resolute des as well as several other non-mdt brands were used in the des group. Ser was defined as a percent diameter stenosis >50%, including lesions within 5mm proximal or distal to the stent edge. Percutaneous coronary intervention (pci) was performed according to standard clinical practice techniques. For dcb angioplasty the inflation time was at least 30 seconds, and inflation pressure was at least 7atm. Lesions treated included the left main coronary artery, the left anteri or descending artery, the left circumflex coronary artery, and the right coronary artery. Lesion characteristics included bifurcation, ostial lesion, chronic total occlusion, and stenosis. Imaging modalities, including intravascular ultrasound and optical coherence tomography (oct), were used for all patients during pci procedures. After pci, patients received dual antiplatelet therapy (dapt) for at least 2 months in the dcb group and 6 months in the des group. The primary outcome of the study was the occurrence of target-vessel revascularization (tvr). The secondary outcomes were all-cause death, major adverse cardiovascular events (mace), and target lesion revascularization (tlr). Mace was defined as a composite of fatal and non-fatal myocardial infarction (mi), and tlr as repeated clinically indicated percutaneous or surgical revascularization of target lesions. Non-fatal mi and probable or definite thrombosis were also investigated in this study. The median follow-up period was 1080 days. Most patients underwent a follow-up coronary angiography, 76.3% in the des group and 83.2% in the dcb group. Clinical outcomes reported from the study at follow up for the des group included tvr (n=40), all cause death (n=7), mace (n=42), tlr (n=34), mi (n=6) and thrombosis (n=2).

Manufacturer narrative:
Takashi nagasaka, shiro amanai, yohei ishibashi, kazufumi aihara, yoshiaki ohyama, noriaki takama, norimichi koitabashi and hideki ishii. "Drug-coated balloons for the treatment of stent edge restenosis." Coronary artery disease, no. 34(4), 2023, doi:10.1097/mca.0 000000000001235. Pmid: (B)(4). Pages: 236-243. A2: average age a3: majority gender b3: date of publication patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.